Event description:
Breast implant ruptured sometime during or after implant. Silicone migrated to various parts of my body. Eventually, I developed an infection around the implant and was treated with IV antibiotics in 2006. Have been treated for fibromyalgia type symptoms since implanted. Symptoms much resolved since implant removed two months later. Have a problem where implant was, that is remaining pigmentation from surgery that my body can't absorb. Have periodic biopsy for malignant melanoma. Dates of use:1991 - 2006. Diagnosis or reason for use: breast reconstruction after ca. Event abated after use stopped: yes.